Manufacturer narrative:
(B)(4). This complaint for a system error 2240 (air in set) was not confirmed due to a lack of sample. It is not evidence that problems with the home choice contributed to se 2240. Not enough data is available within the complaint to identify root cause; therefore, the root cause of the complaint was not determined. Baxter found that similar reports have been received for the reported problem. The root cause investigation is in progress through (B)(4).

Event description:
The customer contacted baxter's technical service center to report a system error (se) 2240 which occurred on home choice (hc) during use. There was no patient injury or medical intervention indicated at the time of the initial report. It was reported that the alarm had occurred "before" an unknown number of times. The caregiver(cg) was contacted on (B)(6) 2011. The cg also stated that the home patient was connected at the time of the alarm, but can't remember what cycle it was in. The cg stated that after starting over with new supplies no further issues were found. The cg stated that the home patient did not develop any adverse reactions or need any medical intervention.

Manufacturer narrative:
(B)(4). The sample was discarded, no companion samples were available and the lot number is unknown. A follow-up MDR will be submitted if additional information is obtained.